Event description:
It was reported by the customer that ard indwelling foley catheters from lot ngkp1715 presented a suspected catheter integrity defect that affected product performance and patient safety. The issue occurred with three (3) foley catheters from the same lot that were inserted on (B)(6) 2026, (B)(6) 2026, and (B)(6) 2026, all of which resulted in unexpected balloon deflation after insertion. Prior to insertion, nursing staff had performed a balloon integrity check and confirmed that the retention balloon was intact and able to retain water. However, upon follow up assessment after balloon failure, a small hole was identified in the catheter, suggesting a potential defect that had not been detectab;e during preinsertionballoon test. This defect required repeated catheter replacement and reinsertion, increasing patient discomfort and the risk of complications. No medical intervention reported. Reference: mw5183115, mw5183116.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.